Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling cartridges with 125 units of insulin. Reportedly, customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued using the existing cartridge for insulin therapy. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer regarding cartridge labeling. Customer's blood glucose level ranged from 220 mg/dl to 230 mg/dl.